Manufacturer narrative:
One power supply box was received for evaluation. Visual inspection verified the power supply cord was frayed and wires were exposed. A standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed and frayed wires of the power supply cord were discovered during evaluation of the device. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.